Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks from the device. Device interrogation showed undersensing on right atrial (ra) lead and inappropriate far-r or noise on the right ventricular (rv) lead. Patient remained supported by appropriate lv pacing support. It was concluded that the dislodgement of both leads into the rv was proarrhythmic leading to inappropriate hv therapies from the device. Patient was pacer dependent and underlying rhythm was compromised due to lack of consistent rv capture. Rv lead was repositioned successfully on (B)(6) 2019. Ra lead was explanted and replaced. Physician doubts ra lead tip integrity. Patient remained stable throughout the event.